Event description:
It was reported that during a breast biopsy procedure, a green cable error occurred. The doctor considered the case completed with enough tissue samples. There was no pt consequence.